Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, difficult to remove suture include, but not limited to tissue, or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular therapy interventional procedure using a 7f sheath. Reportedly, resistance was noted during retraction of the device. The lever was lowered however, the footplate was not fully retracting. The device advanced distally, and attempted to be removed, however it was unsuccessful. After confirming the lever was lowered (back to original position) the device was moved distally again and was ultimately removed. Device inspection out of the anatomy, found that the footplate was not fully retracted even though the lever was lowered/returned to the original position. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.